Event description:
After pt was taken off the balloon, the perfusionist noticed blood in the catheter tubing. The pt had been on the pump for 4 hrs. No pt injury or medical intervention occurred. Pt had already been released from the hosp before the incident was reported.